Event description:
Remote telemetry system issues with lack of transmission to central monitoring station. Philips product picix and mx40 telemetry box. Whole sections of the station have gone down for as long as two hours as well as various telemetry boxes for shorter time periods. We have not found a cause to these problems at this time.